Manufacturer narrative:
It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, the event was caused by a vigilance device failure. The root cause of the vigilance device failure cannot be determined. (B)(4).

Event description:
The field service engineer (fse) assisted a surgery at the (B)(6) with an seeg case on (B)(6)2019 using (B)(4). Around 11:52am est, the robot experienced a software communication failure. The robot arm was being moved away from the patient in axial-fast movement in guidance mode, and then when switching to free-fast mode, the surgeon kept the same force being applied to the arm and the audible click noise was heard. The force being applied to the arm when it was switching from axial to free movement most likely was the reasoning for error. The robot was restarted, the patient was under anesthesia and incisions were made, total delay was less than 5 minutes.